Manufacturer narrative:
The received device had the cannula assembly deployed and the needle failed to retract. No evidence of blood was found on the device. The formed needle was not seated in the slide retract when the pod was opened, which caused the failure of the needle to retract. The pod was redeployed without issue. The external soft cannula was bent at the tip of the formed needle. A small crack was found in the top housing, although this crack did not affect the function of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient's father that that they put a new pod on (B)(6) 2020 and by the next morning the patient had complained of pain and they smelled insulin. They checked the pod and saw that the needle was still in the cannula and had not retracted back into the pod. The patient's blood glucose levels exceeded 300 mg/dl during this event.